Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 with event log 3 is an indication that the patch has reached the end of its lifecycle but has yet to terminate. This is part of software design and is not an indication of product non-conformance. Functionality test will be performed to verify sensor is functioning as intended. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received an unspecified low sensor scan result on the abbott diabetes care (adc) device and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). After obtaining the unspecified low glucose sensor reading, the customer received unspecified medical treatment from a non-healthcare professional, then they lost consciousness. A 911 call was made, and it is further reported that the customer received treatment of glucose drip by paramedics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4. Sensor state is 4 with event log 3 is an indication that the patch has reached the end of its lifecycle, but has yet to terminate. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received an unspecified low sensor scan result on the abbott diabetes care (adc) device and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). After obtaining the unspecified low glucose sensor reading, the customer received unspecified medical treatment from a non-healthcare professional, then they lost consciousness. A 911 call was made, and it is further reported that the customer received treatment of glucose drip by paramedics. There was no report of death or permanent impairment associated with this event.